Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified circumflex artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, there was resistance during insertion. The device was removed and it was then noted that the edge of stent strut was lifted. The procedure was completed with another synergy xd. No patient complications were reported.